Event description:
A health care provider reported low readings on an adc meter as compared to laboratory readings. They reported a pt received a result of 477 mg/dl on the adc meter using g3a test strips and 781 mg/dl received on a lab meter. The results when plotted on the parkes error grid, fell "out of range" showing the difference in values is clinically significant. There was adverse event reported, no report of death or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete. Note: per specific g3a strip label copy, test results may be erroneously low if the pt is severly dehydrated.